Manufacturer narrative:
This report is associated with a svs/vqi registry. Exact date of event is unknown. Exact date of implant in unknown.

Event description:
On an unknown date in 2015, a valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. The following device malfunction(s) were observed: false lumen perfusion from an unknown source. No further information is available for this event.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.